Event description:
It was reported the patient's device was overdischarged, and could not be recovered. It was stated the patient had not charged in approximately 3 years, and that this was the patient's second overdischarge. Multiple physician mode recharges were performed, and the battery was temporarily brought out of overdischarge, but that battery depleted too quickly to clear the power on reset condition, and, ultimately, the battery could not be returned to a functioning state. The patient was referred to their health care provider to discuss possible replacement of the device. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Implanted: (B)(6) 2008, explanted: unk lead; model 37752, lot # unk, serial # (B)(4), implanted: (B)(6) 2008, explanted: unk; lead model, 37743, lot # unk, serial # (B)(4), implanted: (B)(4) 2008, explanted: unk; lead model 3708140, lot # unk, serial # (B)(4), implanted: (B)(4) 2008, explanted: unk; lead model 3708140, lot # unk, serial # (B)(4), implanted: (B)(4) 2008, explanted: unk.